Event description:
The customer reported that the sys displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to duplicate the error. The interface printed circuit board was ordered. The sys was tested and found to be working as intended and put back into svc.